Event description:
Patient undergoing CT scan with contrast. IV would not flush, was removed and found that the end of the catheter was frayed. CT images of arm were taken and revealed fragment of catheter in subcutaneous tissue.